Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Dianeal therapies were discontinued and the patient was transferred to hemodialysis. On an unreported date ,the patient passed away. The cause of death was not reported. It was not reported if the patient was recovering or recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available as the reporter declined to provide further information.